Event description:
The customer contacted baxter's service center regarding assistance with ending therapy; which occurred on the homechoice (hc) during use, during drain 3 of 4. The home patient (hp) stated they became disconnected while asleep in drain 3 and was requesting assistance with ending therapy. The technical service representative (tsr) assisted. The hp would complete therapy with manual supplies. The hc was operational. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(4) 2011 regarding reported problem. The pd rn stated they did not know about this breach in the system. They stated they will do a follow up with the patient and update this writer if necessary. The patient is fine as far as they know. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue during the drain stage 3 of 4, where the home patient stated they became disconnected while asleep. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.